Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the catheter did not drain after insertion, so the nurse attempted to deflate the balloon and was unsuccessful. The dr advised to cut the balloon portal and the catheter would come out, this was done but the catheter remained stuck and the balloon could not be deflated. The urology team were called and made several attempts to deflate the balloon using a guide wire which was unsuccessful. The urology doctor cut the catheter approximately an inch from the drainage port to reveal the balloon channel. A pr examination revealed the balloon was felt in the prostatic urethra. The plan was to complete an ultra sound guided puncture but there were no interventionist available, the patient was then taken to the theatre for a flexible cystoscopy where the catheter was successfully removed and a new one reinserted with no complications.